Event description:
The customer stated that the "pump did not work" and also that the pump "did not equalize" during a transport situation; however, the flight attendant stated that the battery pack was not taken with the pump. No patient injury was reported. The hospital was not able to provide the serial number of the iabp involved, but did state that they thought it was a system 97e.

Manufacturer narrative:
During follow-up attempts to get additional information, the hospital stated that the person who filed the complaint is no longer employed by the hospital, and they are not sure what the complainant meant by these statements. Since the evaluation was not performed by maquet representative, the serial number, resolution as well as the evaluation date cannot be confirmed. (B)(4).